Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Consequently, the physician decided to explant and replace the device. At this time, there is no evidence that suggests data analysis was performed prior to the explant procedure to confirm the code observation. No additional adverse patient effects were reported. The explanting hospital kept the product, so it is nor available for return to boston scientific to perform technical analysis.